Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was caller recharged the pts ins twice a day, one time at 8am and at 6pm. By the next morning around 8am the ins battery would be at 20%, 30%, or 40% battery. Last night they charged the ins to 100% and this morning the ins was still at 100% battery. Caller was going to stop at the healthcare provider (hcp) office tomorrow at 9am and caller wanted a manufacturer representative (rep) to be there. Troubleshooting was unable to be performed as pt was not next to the caller. Agent informed caller to double check if the therapy was turned on. Caller said therapy was turned on. The patient was redirected to their healthcare provider to further address the issue. Caller said they have never had to call their hcp to meet with a rep in the past and caller disconnected call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.